Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the display screen was cracked. The pump powered up to a blank display screen with the appropriate audible and vibratory functions. The investigation was unable to complete the remaining testing due to the damaged display screen. The pump display was replaced with a test display screen and the test screen functioned properly. Unrelated to the display issue, evidence of moisture intrusion was observed in the battery compartment. The battery compartment was cracked at the top and the pump failed a leak test. In addition, the threads on the battery cap were stripped. The pump was opened and no evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.